Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2026).

Event description:
It was reported that sometime post chronic catheter placement, the device allegedly had a hole. Reportedly, the length segment was cut and new one attached to complete the procedure. There was no reported patient injury.

Event description:
It was reported that approximately three weeks post chronic catheter placement, the device allegedly had a hole. Reportedly, the length segment was cut and new one attached to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one s/l of the hickman t/l catheter was returned for evaluation. Gross, microscopic visual, tactile and functional testing were performed. The investigation is confirmed for the reported material hole issue as a split was noted approximately 0.4cm from the distal end of the luer. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 04/2026). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.